Event description:
It was reported that a cartridge alarm 20 occurred during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy and was sent a replacement pump by the technical support team. The customer was instructed on how to put the pump into storage mode and return it using the provided pre-paid label.